Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system will not turn on. Computer lights are not displaying when the system is plugged in as well. The blue power button will not illuminate and fans do not come one as well. There was no patient involvement.  Troubleshooting included reseated the connections, unplugged the battery from the ups, switching wall ports multiple times, disconnected all the ups cords except the power switch, plugged everything back in and plugged the system in, held the powerswitch down to see if that would help, all with no resolution. Additional information received indicated when they got on site with the replacement ups, internal, and external power cables, they tested the ups with the new power cables outside of the system to ensure it received ac power. Then she plugged each ups connection in one at a time (with the ups disconnected from wall power), to confirm that after each new connection the ups still functioned. Confirmed on the phone that the ups and system turned on with everything connected except the battery since that is still on back order. They were able to fully install the ups and new power cords into the system and perform the checkout.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. They replaced the power supply, battery, internal ac cable and external power cable. Codes b01, c02, d02 apply. Evaluation of the returned battery found no fault with the component. Codes b01, c19, d15 apply. Evaluation of the returned power supply (B)(6) determined there was a popping sound when plugging it in and a burnt smell. The power supply would not power on. Codes b01, c02, d02 apply. Evaluation of the returned power supply (B)(6) determined the error light was flashing, however the power supply functioned properly. Codes b01, c02, d02 apply. Evaluation of the returned cable found that both fuses had blown. Codes b01, c02, d02 apply. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735784, product ID: 9735773, serial/lot #: (B)(6); product ID: 9735787, serial/lot #: (B)(6), product ID: 9735787, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Replaced the battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.